Event description:
The company was informed that the pt experienced pain and swelling at the implant site post-surgery. The pt was prescribed motrin and instructed to ice the site. Advance bionics is in the process of gathering more info. Once more info is received a supplemental report will be submitted